Manufacturer narrative:
Correction: a medtronic representative reported that this was a general complaint made by the surgeon. The reported event was not related to a specific event and there was no patient or patient info.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a procedure, the site expressed discontent with the quality of the merge with the pre-operative and post-operative scans. There was no known impact on patient outcome. No additional information was provided.